Manufacturer narrative:
An event regarding disassembly between an extractor instrument and a trial baseplate involving an mrh trial baseplate was reported. The event was not confirmed. -device history review: all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return and operative notes are needed to complete the investigation for determining a root cause. It is noted that additional information provided by the customer indicated that there was no problem with the devices and that the trial stem may have been too large for the medullary canal and that it was therefore too difficult to remove the trial stem from the canal. However, there is no evidence to support this. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that the baseplate trial (6481-3-400) and the pressfit trial13mm (6778-6-398) were assembled and inserted with the baseplate impactor/extractor (6481-8-008) into the tibial canal. After trial, the trial could not be removed with the same base plate impactor/extractor though slide hammer was used with. Also, the screw of the impactor/extractor was loosed and the disassembly with the base plate trial occurred.

Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested but not provided due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that the baseplate trial ((B)(4)) and the pressfit trial13mm ((B)(4)) were assembled and inserted with the baseplate impactor/extractor ((B)(4)) into the tibial canal. After trial, the trial could not be removed with the same base plate impactor/extractor though slide hammer was used with. Also, the screw of the impactor/extractor was loosed and the disassembly with the base plate trial occurred.